Manufacturer narrative:
Upon additional information this investigaiton will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place. There was an ongoing issue with the pace impedance measurements on this rv lead as well as the lead safety switch being triggered. In addition, the device battery was depleting quicker than expected. The device was explanted while the lead status is not known. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow up an alert message appeared due to out of range pacing impedances on the right ventricular lead. The lead switched from bipolar to unipolar. The daily measurements were reviewed which showed stable pacing impedances. It was suspected that the alert was triggered due to impedances dropping below 300 ohms. When running a thresholds test it was noted that the device was not able to complete the test and the test was conducted manually. The outputs were switched to a fixed setting. It was noted that when the patient was first interrogated the battery registered at 1.5 years remaining, and when the outputs were changed to a fixed output the battery longevity showed 3.5 years remaining. There was also some noted noise/overnsensing when reviewing a few episodes. The physician requested the device setting be programmed to bipolar mode and change the right ventricular lead to a fixed pacing threshold. The patient will return in three months for a check of the right ventricular lead. Since the patient is zero percent paced in the ventricular the physician did not believe that the lead needed to be replaced at this time. A right ventricular lead replacement will take place when the device change out is completed in the future. No adverse patient effects were reported.